Event description:
During the treatment aneurysm, the first coil did not advance in the microcatheter. It was reported that the device was pushed strongly leading to the perforation of the aneurysm. The embolization was completed with additional coils. On (B)(6) 2014 - the pt status was normal, no neurologic deficit. Pt information - pt weight is not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the coil remains within the pt, the delivery pusher and microcatheter were reported to be discarded. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.